Event description:
A malfunction alarm, under the code malf 16, was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, instructed the customer on putting the pump into storage mode before returning it, and ensured a replacement would be sent. The customer acknowledged these instructions and planned to continue using the current pump until the replacement arrives.